Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter shaft was noted to be stretched and separated just distal to the hub under the strain relief. The inner coil was noted to be stretched. The strain relief was removed, and it appeared to be separated due to excessive manipulation. Blood was noted in the catheter up to its proximal hub. Functional testing could not be performed due to the anomalies noted to the device. In case of this complaint, the additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the direction for use (dfu), continuous flush was maintained, and resistance was encountered during the procedure around the arch. Based on analysis and the information provided, it is possible that excessive force was used to overcome resistance encountered in the patient¿s anatomy during the procedure causing the inner coil of the catheter to stretch and the shaft to separate. As a result, a probable cause of handling damage has been assigned to the as analyzed event guide catheter shaft broken/fractured inside patient since the defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the retuned device found that the guide catheter shat broken. There were no clinical consequences to the patient as a result of this event.